Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and due diabetic ketoacidosis and also had high blood glucose was 900 mg/dl on (B)(6) 2019. The customer was treated with insulin pump. The customer had symptoms such as throwing up, nauseated and didn't feel good. The customer reported that the insulin pump to bolus and it never said it didn't deliver it or that it couldn't. It was reported that the customer was not on auto mode. The insulin pump and reservoir will not be returned for analysis.